Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated impedance and threshold measurements were observed with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead exhibited high thresholds and was explanted and replaced. The right atrial (ra) lead was explanted and returned for analysis. The lead tested out of specification. No patient complications have been reported as a result of this event.